Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing and a sudden increase in pacing impedance measurements. It was also reported that the rv lead exhibited crosstalk and a sudden increase in thresholds. The physician conducted invasive troubleshooting for the rv lead and device. The rv lead was removed from the device and showed in range impedance and thresholds. After plugging the lead back into the device it continued to exhibit in range impedance and thresholds. The blue indicator was showing through the visualization port prior to removing the rv lead. The physician elected to explant and replace the device and leave the rv lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device had a suspected header issue.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.